Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.5/3.0/083 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced lens rotation and complained of decreased vision. The lens was repositioned on (B)(6) 2022 but this did not resolve the problem. On (B)(6) 2022 the lens was exchanged with a same length but spherical lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found haptic broken and bent to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).